Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was getting over stimulation electrical shock going through his arms. The patient reported that he was just on group b and now he was on group a and it was getting worse. The patient reported that he had an adjustment on group b, but he never had issues with the other setting. The patient reported that it felt like he was hitting his funny bone. The patient reported that it wasn¿t happening all the time. The patient reported that it was really bothersome if sitting and resting in the chair. The patient reported that it would start in both arms and it was really annoying and painful. The patient reported that the last two weeks or, so it had gotten really annoying. The patient reported that he couldn¿t really sit in a chair and take a break. The patient reported that he couldn¿t use program b, it was just too much. The patient reported that he had an appointment with his healthcare provider (hcp) o n (B)(6) 2019 . No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-feb-07 regarding a patient whose device was not working and who needed further assistance. A manufacturer representative (rep) later reported on 2019-feb-11 that they contacted the patient and the matter was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-feb-15 (B)(4): additional information was received from the patient. It was reported that there was no change in settings on activity. It was reported they increased amps for a and b settings. Patient stated the issue has not resolved but has improved.